Event description:
According to the information received, the patient was implanted with an amplatzer multi-fenestrated septal occluder and is having an allergic reaction with swelling of the face and throat. There is concern that the patient may be allergic to the nickel in the device.

Manufacturer narrative:
The results of this investigation are inconclusive since additional information has not been provided to aga medical; however, the amplatzer multi-fenestrated septal occluder instructions for use warns against use for patients with nickel allergies.